Event description:
Caller reported blood glucose results of 67 mg/dl and 113 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab caller tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter returned as 2.9 inr. Caller¿s coumadin dose was held based on meter result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No result; caller was also treated with an injection of vitamin k. No adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of adverse event related to the device was reported. Requested return of suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent. Suspect system and replacement was sent.